Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem occurred during coronary diagnosis treatment and the procedure was completed as planned on the same equipment. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not acquire images and shown message image disk was full. A review of the system logfile confirmed the reported malfunction. Upon functional testing, the fse found that the ethernet network cable that communicates between ippc and host pc was not making good contact because of the ethernet network cable tip covers resulting communication errors between ippc and host pc. To resolve the reported issue the fse connected the cable correctly, performed the data storage consistency test. After this, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system did not acquire images and shown message image disk was full. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.